Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing in laparoscopic-assisted distal gastrectomy, the powered stapler was set to fire mode and when the surgeon tried to fire the device, an abnormal sound was heard and firing could not be performed. The setting was replaced and the operation was performed. On the display of the abnormal device indicated that the cartridge was used (remaining number 0). The cartridge was removed from the abnormal device and reconnected, unfired reload was indicated (all parts indicated green on the screen). There was no patient injury.